Event description:
Surgeon diagnosed poly synovitis requiring revision surgery to remove articular surface.

Event description:
Surgeon diagnosed poly synovitis requiring revision surgery to remove articular surface.